Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smoke smell from the auxiliary and disconnected it. A field service engineer inspected the device and replaced module controller in drawer 3 and solenoid, drawer controller, and module controller in drawer 4.2, then confirmed functionality with customer testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es detected smoke smell from the auxiliary. There were no delay, no adverse events or injuries reported based on this event.